Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 30 retained samples were visually inspected, and none of them showed any damages. Additionally, 10 retained samples underwent a functional test for brittleness, and all passed without failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the bottom of an unspecified number of tubes were cracked resulting in the exposure of separation gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the bottom of an unspecified number of tubes were cracked resulting in the exposure of separation gel. No adverse impact was reported regarding the patient or user.